Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by failure analysis engineer (fae). Initial findings were partially confirmed. Electrical continuity was tested, and current flow was detected across both grips from each pin in the backend. This confirms a failure of the continuity test. Housing was removed and conductor wires were disconnected from the energy instrument identification bi-polar (eiib). The continuity test was performed again. This time between the backend pin and the eiib pins directly. Current flow was still detected across both pins, indicating a short circuiting of the eiib.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis and the complaint was confirmed. The instrument was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test passed in both grips. No damage found on conductor wires.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed field evaluation and confirmed that the integrated electro surgical unit (iesu) and the system had no issue. The fse identified a defective fenestrated bipolar forceps (fbf) instrument. Isi has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument could not be fired on vio integrated electrosurgical unit (iesu). The customer used ft10 esu, but the issue was not resolved. The customer replaced energy cable and the fbf instrument to resolve the issue. The customer noticed a burnt smell from the bipolar energy cable connector. The procedure was continued using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. It was unknown if the instrument arced during the procedure. There was no patient injury.